Event description:
Final report. Bvi became aware on (B)(4) 2013 that an incident occurred on (B)(6) 2012. The incident occurred in (B)(6). (B)(6): (verbatim from report): the blade broke during an arthrolysis surgery deeply in the tissues. Several blades have been broken with the same manner. The handle is a beaver one. The risk is to let some part of the blade inside the patient body. They had to incise and search with additional examinations. Bvi is attempting to contact the customer through our sales representative in (B)(6) for further information. Investigation is ongoing and bvi will provide follow up report on or about (B)(4) 2013.